Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic lumbago, chronic fatigue, pelvic adhesions, chronic appendicitis, pelvic adhesions, chronic anemia and pelvic discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), vaginal discharge ("vag discharge"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines ") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy with removal of essure implants and ablation surgery). Essure was removed on (B)(6) 2020. At the time of the report, the endometrial ablation, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: received treatment for ablation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) conducted - result unknown. Lot number: b02261 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B02261) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic lumbago, chronic fatigue, pelvic adhesions, chronic appendicitis, pelvic adhesions, chronic anemia and pelvic discomfort. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/ skin condition"), vaginal discharge ("vag discharge"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines ") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy with removal of essure implants and ablation surgery). Essure was removed on (B)(6) 2020. At the time of the report, the endometrial ablation, pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, back pain, dermatitis allergic, vaginal discharge, urinary tract infection, fatigue, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, headache, migraine, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: received treatment for ablation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted - result unknown. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received: "previously reported event pelvic pain made medically significant and intervention required due to surgery. Reporter, lot number, essure removal date and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.